Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the mid right coronary artery. The 2.5x15 mm trek rx balloon catheter was prepped inside the anatomy and the balloon ruptured on the first inflation at 8 atmospheres. The patient was treated successfully with another dilatation catheter after which two stents were implanted and post-dilatation performed. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue, runthrough floppy; guide cath: taiga ebu 3.5. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for this lot. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the instructions for use, in the preparation for use section, states to remove all air from the syringe or inflation device. Reconnect the syringe or inflation device to the inflation port of the dilatation catheter. Maintain negative pressure on the balloon until air no longer returns to the device. This is to be performed prior to entering the anatomy. In this case, based on the reported information, the balloon rupture likely resulted from interaction with the calcification.